Event description:
This pt offered no complaints pre-treatment. Pree temp was 98.3 with a max temp of 99.2. One hr into the treatment she complained of chills and backpain. The dr. Was in the unit at the time and ordered the treatment disc ontinued and a cbc and blood cultures drawn. The pt was then placed on a new wet pack f-60 and dialyzed the rest of the treatment. Her bp was low the remainder of the treatment. The pt was given vancomycin 1 gm, gentammycin 90 mg IV and tylenol 500 mg divided by tab po. She was sent to the ER and admitted post treatment for her loww bp and back pain. She has since returrned tot he unit and dialyzed with no further problems. The physician stated that this was a pyrogenic reaction.